Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 128 (mg/dl). Although requested by tandem technical support, the customer declined to troubleshoot the reported issue.